Event description:
It was reported the buttons on the insulin pump were not responding. Customer stated the numbers were ramping up without stopping when customer was attempting to deliver a bolus. Customer did not know blood glucose level. No further information provided.

Manufacturer narrative:
Insulin pump had an intermittent button response on up arrow button due to corroded keypad traces. No unexpected number ramping noted. Insulin pump had a cracked display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.